Manufacturer narrative:
(B)(4). The device was evaluated by a philips employee. The reported symptom was confirmed. During the evaluation it was discovered that the pacer's ribbon cables were disconnected. The pacer's ribbon cables were reconnected to resolve the reported symptom. The device then passed all testing and was returned to use. The cause of this incident was due to the pacer's ribbon cables being disconnected.

Event description:
The customer reported the pacer function was not working. There was no reported patient involvement.